Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient was being monitored for an infection, had finished a round of antibiotics and was in the process of getting scheduled for an extraction. The device was brought in posthumously by the patient's wife. Upon interrogation, the device was found to have 3 stored non-sustained ventricular fibrillation (vf) episodes from the date and time of the patient's passing. No abnormal device behavior was noted on the first two; however the third and most recent episode was unavailable. The merlin.net session record was submitted for further analysis and review of session record revealed the same result. The family asked for the device back and the physician gave it back to them.

Manufacturer narrative:
Return device information and analysis result was submitted on 07/25/2016 in MFR number 2938836-2016-03465.